Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance due to diabetic ketoacidosis (dka) and vomiting while using the omnipod personal diabetes manager (pdm) as it was not communicating with the pod being worn at the time. The patient was treated while being transported and resume at the hospital with manual insulin injections and saline infusions.